Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No rewind anomaly noted. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and cracked reservoir tube.

Event description:
Customer called to report that the insulin pump alarmed motor error during basal. Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Customer declined to troubleshoot for the no delivery alert, prime/rewind, and unexplained high blood glucose levels. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.